Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited oversensing due to pacing inhibition in the left ventricular (lv) lead with subsequent right ventricular pacing occurring near the t-wave following av node ablation. Technical services determined the behavior was due to device timing and programming; reprogramming was discussed. The left ventricular (lv) lead sensing was turned off. The lead remains implanted. No adverse patient effects were reported.